Manufacturer narrative:
H4: the device was manufactured from october 20, 2021 - october 21, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The infusion completed after approximately 33 hours. The device was filled with fluorouracil 3.5g for a total volume of 190ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available